Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported that a patient penetrated the scan window during a CT scan; sustaining no injury. While there was no injury, penetration of the scan window during scanning could result in a serious injury. Serious injury is not likely since the scan window itself is designed to distance the patient from rotating parts while affording diagnostic image quality.

Manufacturer narrative:
The root cause was determined to be unintended user error, i.e. The operator did not properly position and strap the patient securely for the procedure. The user manual provides instructions on appropriate patient positioning. The gantry design includes requirements for mechanical strength to satisfy requirements for enclosures. The design for CT system complies with appropriate standards.